Event description:
Related manufacturer reference number:2017865-2022-46722. It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial (ra) lead and right ventricle (rv) lead exhibited noise that was oversensed by the device and led to pacing inhibition. The noise from both leads was not able to replicate. No intervention was performed. The patient was stable and would continue to be monitored.